Event description:
It was reported the device is alarming constantly. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found tamper seal broken, bottom case and right plunger is cracked, battery is missing. Due to the constant alarm and lack of display, the event history log was not able to be accessed. Further root cause analysis confirmed that the replicated issue was caused by incomplete reprogramming of the device by the user. To address the issue, the device software was updated and successfully completed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.